Manufacturer narrative:
Awaiting return of lead for laboratory testing.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2016. This right atrial (ra) was explanted and replaced due to nonspecified reasons. Subsequently, boston scientific received information that this lead had dislodged post-implant. Boston scientific received information from the local representative that the lead was taken out-of-service because the physician was unable to extend the helix during repositioning attempts. The patient did not suffer any complications or injury because of this lead. The physician elected to explant this lead and replace with another model#7741.

Manufacturer narrative:
Upon return of a complete lead, visual inspection identified a setscrew mark on the terminal pin. The helix was returned partially extended. Blood/bodily fluid was noted in the helix housing and in the neck region. The tip and helix appeared intact and undamaged. The lead was put through and passed electrical continuity and insulation integrity testing. The lead passed stylet insertion testing but failed helix mechanism testing (no movement within 8 turns). Dried blood/body fluid in the helix housing and in the neck region prohibited helix movement/testing. An x-ray of the terminal area found no anomalies. The crimp sleeve was in the proper location and no jumped filars were noted. The conductor coil is slightly necked down at the distal end of the terminal pin. It was concluded via x-ray review that the tip area appeared undamaged and no anomalies were identified.

Event description:
The lead was received at boston scientific's return products department.